Event description:
Additional information was received that following the initial pocket infection, a surgical debridement of the wound and sub-muscular deepening of the device was performed. At the patient's next in clinic follow-up, swelling of the pocket and purulent discharge were observed. Following this observation, the device, right atrial (ra), and right ventricular (rv) lead were all explanted. A few days later, the device and rv lead were replaced. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2938836-2020-09204 and 2017865-2021-29213. The patient presented into the emergency room due to a pocket infection. The patient was hospitalized and prescribed antifungal and antibiotics. At the next follow-up, the patient was hospitalized again and the device, right atrial (ra) lead, and right ventricular (rv) lead were all explanted to resolve the event. The patient was stable.